Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed on the same system since only fluoroscopy was unavailable, but exposure was still available. The philips field service engineer (fse) inspected the system on site and confirmed that system's wired footswitch was not able to trigger imaging. Upon troubleshooting fse discovered that the footswitch in the examination room was not enabling the x-ray fluoroscopy, whereas the footswitch in the control room was functioning properly. To resolve the issue, fse replaced wired footswitch . The defective footswitch was returned to philips for analysis and revealed the cable damage that has been taped over in two locations, along with the absence of one anti-slip rubber. After replacement, the codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.